Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use pump for insulin therapy. Customer¿s blood glucose was 220 mg/dl.